Event description:
It was reported that a spectrum pump alarmed system error 341 which resulted in a delay of therapy caused by switching the pump out for a new one. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed anda supplemental report will be submitted.